Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. A correlation between the device and the report of elevated ldh, embolic stroke, and hemorrhagic conversion could not be conclusively determined. Hemolysis, stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's' investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was admitted into the hospital due to an elevated lactate dehydrogenase greater than 800 u/l, and experienced a left middle cerebral artery stroke. At the time of admission the patient¿s inr was 1.9. No elevation in lvad power or flow was observed upon system controller interrogation. It was reported that the patient presented with aphasia and right arm paralysis. The stroke became hemorrhagic, and the patient expired on (B)(6) 2017. No additional information was provided.